Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a dexcom g7 sensor connection failure with the ilet, characterized by inability to pair after prior successful use, consistent with a brief sensor issue and signal loss. Symptoms included no reported adverse clinical effects, and the user¿s blood glucose values were available on the phone and in range after troubleshooting. Outcomes included restored glucose monitoring on the phone and successful initiation of a replacement sensor warmup, with no injury and no hospitalization. Investigation included guided troubleshooting with sensor reconfiguration between g6 and g7 settings, bluetooth disconnection and reconnection, and an ilet restart, followed by sensor replacement. Investigation of this case revealed a transient cgm connectivity issue without an identified responsible device, consistent with a brief g7 sensor issue that resolved with sensor replacement and standard connectivity steps. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent sensor-communication anomaly.